Event description:
It was reported that there was a unspecified wake button issue with the device. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information was received regarding the outcome of the event.